Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the rotawire was unable to advance in the catheter. A rotawire was used to treat the target lesion. During procedure of a percutaneous coronary intervention, a 1.2mm burr was used for ablation. The size was then increased to 1.5mm and back to 1.2mm. Upon loading of the burr through the guidewire, the rotawire would not advance. The procedure was completed with another of the same device and the same issue happened. The burr was then exchanged to another 1.25mm and used without issues. No patient complications were reported and the patient's status was good. However, device analysis revealed a spring tip detachment.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and tactile inspection was performed. The spring tip detached and the body kinked. There is no evidence of fracture on the corewire and the spring tip was not returned. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).